Manufacturer narrative:
(B)(4). After further investigation it has been determined this record is a duplicate submission of report # 3005075853-2012-01269. Record voided.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device cut instead of clipped. Nothing serious happened to the patient. No additional information is known at this time.